Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit was found to have a seized motor. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in slovakia.

Event description:
It was reported that outside of surgery, the unit did not turn on. There was no patient involvement. During device evaluation it was discovered that the unit was found to have a seized motor. During device evaluation it was discovered that the unit was found to have a seized motor. Due diligence is complete, there is no additional information available.